Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted into the esophagus of a patient during a stenting procedure on (B)(6), 2011. According to the complainant, the patient presented with a malignant stricture of the esophagus, and the physician was able to deploy the stent at the target site without issue. After the stent was deployed, however, the physician was unable to tell whether or not the stent had a cover. Although the physician had some concern about potential tissue ingrowth, no further intervention was performed. A review of images provided by the complainant was inconclusive. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The physician mentioned that some minor bleeding occurred during the procedure; however, no intervention was performed and the physician was not worried about the bleed.